Event description:
Boston scientific crm received information that during this pacemaker replacement procedure, the atrial lead was stuck in the header. It was noted that port of the terminal pin was removed, but not all. The lead was surgically abandoned due to this as well as the patient's atrial fibrillation. No adverse patient effects were reported.

Manufacturer narrative:
The explanted device has been returned and is currently in analysis. When additional information beocmes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device pacing and sensing functions were then tested and nromal operation was confirmed. The device header was then disassembled and both the inner and outer seals were inspected. Evidence of silicone to silicone bonding were found in both the atrial and ventricular channels of the inner seals. The outer seals looked normal. Analysis concluded this device electrically meets specification.